Event description:
Report of overdelivery during routine biomedical engineering preventative maintenance testing procedures. At various rates with a dose limit of 100ml, the device consistently overdelivered. The amount of overdelivery was not specified other than approx +10%. There were no reports of any pt events while the device was in clinical use. No additional info was available.